Event description:
(B)(4). Severe abdominal pain, and cramping, and severe uterine bleeding, started having severe migraines, and stomach pains, along with nausea. My moods became unstable with severe changes. Also unexplained rashes on inside of thighs and arms, chest, back. Severe acne on face, chest, and back.